Event description:
Customer reports cloudiness paired with dark coloration around the hose clamps.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer reports suspected bacterial contamination. Cfu count was found to be within the acceptable limits despite discoloring in the tubing. An internal water path replacement was performed and the device was returned to customer.